Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted on (B)(6) 2017 for gastrointestinal and multiple angioectasias were observed. Argon beam was used to cauterize the affected area. The patient was discharged. The patient was anticoagulated with coumadin, however asprin was withheld. No additional information was provided.